Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that transmitter would not blink when connected to the sensor. The sensor was removed and found that part of the cannula was missing. It was also reported that the first sensor the customer could not insert because the needle was off when taking the sensor out of the box. Troubleshooting was not performed; the customer had discarded the sensors. Blood glucose value is unknown. The product will not be returned for analysis.